Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic console does not hold the chamber with a slight leak from the trocar and a system message about pressure loss appeared on the monitor. Procedure details and patient impact were unknown. Additional information has been requested none received till date.

Manufacturer narrative:
No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. Complaints were opened to address a gas exchange issue and xenon lamp issue. The complaint is in progress at the time of this investigation. Opened to address gas cylinder issues. The root cause was attributed to the nonconforming gas bottle. The root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).